Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: state: wakayama. H3/h6: device history lot: part# 03.100.110. Synthes lot #: h037758. Supplier lot #: (B)(4). Release to warehouse date: 21 april 2016. Supplier: (B)(4). No ncrs were generated during production. Device history batch null. Device history review of the device history record(s) showed that, there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that the retractor was shaved. No further information is available. This complain involves one (1) device. This report is for one (1) radiolucent hohmann retractor w/24 l267. This is report 1 of 1 (B)(4).